Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer was treated with syringe. Troubleshooting was declined by customer for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc, act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.